Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a foreign object inside the cassette. There was unknown patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The device had a black particulate on the face of the cassette that was removable after whipping with a disinfectant wipe. Additionally, two samples with a grey particulate or a white particulate were found between the inner bag and the cassette body, and outside the fluid path.the most likely/suspected cause of these particulates was polycarbonate. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.